Event description:
Customer's daughter reported customer received inaccurate high glucose reading (143 mg/dl) from their freestyle meter. Customer's daughter reported customer experienced symptoms of "slurred speech, could not focus, sagging mouth, restless legs, arms wagging and could not talk". Paramedics were called and obtained a reading of 47 mg/dl with their hcp meter and treated customer with a shot of unk medication to raise her blood sugar. Customer was then transported customer to copley hospital where she was diagnosed with severe hypoglycemia and being treated with apple juice and crackers, and her blood sugar level went back up to 135 mg/dl.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.